Event description:
It was reported that during hip surgery the threaded tip of the impactor, that screws into the femoral stem, broke off after the stem was implanted. The surgeon was unable to remove the piece from the femoral stem so it remains in the implanted device.